Event description:
Pt called alleging inaccurate high results on their fasttake meter. Pt stated that pt took a fasting reading this morning at 6:45 am with a result of 4.8mmol/l. The pt proceeded to take their 4 units of humalog and 15 units humulin n as per usual. Pt started feeling light headed and a bit giddy about 5 minutes after the injection. About 4-5 minutes later passed out and fell on the floor. Pt was taken to the emergency by ambulance. The paramedics took pt's blood sugar level with their meter, it read 1.9 mmol/l. This reading occurred approximately 45 minutes after the reading pt took at home. In the emergency room their blood glucose was mearsured again with the hospital meter, the result was still 1.9 mmol/l. There was no lab test. Pt was admitted a little after 8:00 am. Pt was put on glucose IV and was then sent home at 11:30 am. While company's rep was troubleshooting, it was discovered that the meter code was 13 but the new strips he purchased were code 19. Pt did not have control solution available to test the meter. The meter is being replaced for the pt.